Manufacturer narrative:
Analysis was performed on the returned device. The reported failure to deploy the needles was confirmed based on the returned device condition. The reported failure to retract (backdown) the needles could not be confirmed as the needles were successfully backed down during returned device analysis. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Sterile device testing was successfully performed. Test results did not observe any device deficiency, the sterile devices were tested with successful needle deployment and backdown performed. Based on the returned device condition, a conclusive cause could not be determined for the reported difficulties. Factors that contribute to needle deployment difficulties include, but not limited to, manufacturing, incorrect angle during deployment or patient anatomical conditions. The tissue damage and subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional prostar device referenced is filed under separate medwatch report number.

Event description:
It was reported that suture placement with two prostar xl devices were attempted in the right common femoral artery via 8fr sheath using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, during deployment of the first prostar xl device, the needles turned and ¿dug into the skin¿ causing damage to the artery. The needles were unable to be backed down and had to be manually removed from the skin. The second prostar xl device was used however, ¿felt weird¿ on deployment so deployment was discontinued and the prostar removed. Two proglide devices were used for successful suture placement using the preclose technique. The aaa procedure was completed. A stent was placed on the artery to repair the artery damage caused by the first prostar device. Hemostasis was achieved using the pre-placed sutures from the two proglide devices. There was no reported adverse patient sequela. There was a reported clinically significant delay in the procedure due to the issue with the first prostar. No additional information was provided.